Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 600 mg/dl. The customer said that she removed the set and cannula was end. The customer stated that she got 2 no deliveries. The customer was treated with syringes using same insulin. The troubleshooting was performed. It was explained to the customer 2 high blood glucose rule. The customer was advised to change the entire set, reservoir and insulin and treat per healthcare provider instructions. The customer will call back once she received the tubing clamp to finish the troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.